Event description:
The patient had experienced withdrawal symptoms as a result of missing a pump refill session. The patient was hospitalized and it was stated that unspecified "further work-up" was done. They had planned to refill the patient's pump. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the previously reported missed refill and withdrawal symptoms were as a result of moving states and not having a physician set up in the new location who would refill the pump. It was noted that when the pump ran out of medications the patient¿s ¿body went into shock.¿ the patient was ¿close to death,¿ in and out of consciousness and was hospitalized for a few weeks. Initially at a community hospital, where ¿they were just trying to keep [the patient¿s] vitals stable¿ and then transferred to a larger city hospital before they were able to find a provider to fill the pump. It was noted that the experience was scary. It was not clear what drugs were in the pump at the time of the incident.